Event description:
Screw head disassembled from shaft.

Manufacturer narrative:
Upon receipt of instrument, it was found that the incorrect part number was reported. As such, updated to reflect the correct instrument part and lot number.

Manufacturer narrative:
Note the part number was updated with correct part number.

Event description:
During a removal of the screw, the tip of the driver sheared off.

Event description:
Screw head disassembled from shaft.

Manufacturer narrative:
This is one of two MDR reports related to the same event. Please see report number 2242816-2011-00132.

Manufacturer narrative:
This is two of two MDR reports related to the same event. (B)(4).